Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump or meter did not recommend the correct doses of insulin to take. On an unspecified date, the patient claimed that after testing her blood glucose level, and taking the pump recommended dose of insulin, she experience a "low" blood glucose level. The patient did not provide the specific result and did not report any symptoms. The patient reported that on another date, the patient entered her blood glucose value into the pump and did not enter any carbohydrate value. However, the pump's bolus calculation contained 15 carbs. The patient did not take the pump-recommended bolus dose of 17 units. The patient refused to troubleshoot the issue at the time of the call, therefore no further information about the pump was obtained. The technical support representative contacted the patient to troubleshoot the pump, but was unable to reach her by telephone. The patient allegedly suffered two episodes of low and high blood glucose levels after the pump settings issue occurred, therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing was unable to duplicate the reported complaint, the pump information for the complaint date has been overwritten. Pump history accurately recorded a 10u audio and 10u normal bolus; which was successfully performed for the investigation. Pump passed a 29hr flow accuracy test successfully. Unrelated to this complaint, a pinkish contrast was observed on the display screen. Removed the pump cover and inserted a new test screen. The test screen powers on to the verify screen with normal contrast and no discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.